Manufacturer narrative:
Additional information received from the reporter, stating a new operation (knee arthroscopy) would be performed on (B)(6) 2016 to withdraw the fragment of the needle from the patient's knee at (B)(6), a private hospital in (B)(6). Several attempts have been made, to request outcome of surgery and patient, but we have not received a response back from the reporter.

Event description:
Needle was disconnected from the hub. On tuesday ((B)(6)) in a private centre for regenerative medicine in (B)(6) , during a session of neural therapy to manage the knee pain due to osteoarthritis and handling a sterican 30g ((B)(4)) needle in the left knee of the (B)(6) woman , the needle was broken into the patient. The patient was transferred to the hospital clinic of (B)(6) , being admitted at the emergency department. A us examination was performed , showing the fragment of the sterican needle in the subcutaneous fat of the left knee in a parasagittal location. Since it was considered not a pure emergency situation , being the patient asymptomatic and with other many emergency operations in that center , the patient was discharged the day after in order to be controlled as an out patient case by an orthopedic surgeon . The responsible physician (dr.(B)(6)) commented that the needle was broken after the second puncture, and previously was not folded as they do in other cases . My colleague dr.(B)(6) (head of medical scientific affairs) contacted dr.(B)(6) to know how was the incident. Dr.(B)(6) managed an operation in a private clinic . A plastic surgeon performed the intervention on (B)(6) and the needle was not found . The decision was to perform a new intervention with intraoperative us in order to locate the precise location of the needle and successfully remove it.

Event description:
Needle was disconnected from the hub. On tuesday (B)(6) in a private centre for regenerative medicine in (B)(6) , during a session of neural therapy to manage the knee pain due to osteoarthritis and handling a sterican 30g (B)(4) needle in the left knee of the (B)(6) year old woman, the needle was broken into the patient. The patient was transferred to the hospital clinic of (B)(6) , being admitted at the emergency department. A us examination was performed , showing the fragment of the sterican needle in the subcutaneous fat of the left knee in a parasagittal location . Since it was considered not a pure emergency situation , being the patient asymptomatic and with other many emergency operations in that center , the patient was discharged the day after in order to be controlled as an out patient case by an orthopedic surgeon . The responsible physician commented that the needle was broken after the second puncture, and previously was not folded as they do in other cases . The head of medical scientific affairs contacted the responsible physician to know how was the incident. The physician managed an operation in a private clinic . A plastic surgeon performed the intervention on friday (B)(6) and the needle was not found . The decision was to perform a new intervention with intraoperative us in order to locate the precise location of the needle and successfully remove it.